Event description:
It was reported that, during testing, the safety valve on a 980 ventilator failed to open. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) replaced the safety valve. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The safety valve was returned to medtronic¿s product analysis laboratory. An investigation was performed and the reported issue was not duplicated. No fault was found with the returned safety valve.